Event description:
Home patient (hp) reported 12 incidents of dry minicaps. Hp noted the sponges were yellow in color but saw no sign of betadine when hp initiated the drain phase of the peritoneal dialysis exchange. Hp also reported 2 incidents of the minicaps being cracked and betadine leaking through the caps. The hp noted the reported incidents prior to use. No pt injury or medical intervention reported.